Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent unilateral nerve root re-exploration and decompression, left l3-4. Unilateral hemilaminectomy with partial facetectomy and foraminotomy, right l3-4. Posterior lumbar fusion, l3-4. Posterior lumbar interbody fusion, l3-4. Posterior non-segmental instrumentation, l3-4. Application of intervertebral biomechanical device, peek cage. Autograft spine surgery with some incision. Allograft spine surgery, morcellized. Aplication and removal of cranial tongs. Intrathecal injection, 300mcg of duramorph at l2-3. Bone morphogenic protein utilized for fusion. Ssep and emg monitored throughout the entire procedure. Preoperative diagnosis: degenerative disc disease. Recurrent disc herniation, l3-4. Spinal stenosis. Disc displacement, l3-4. Per-op notes: after performing the hemilaminectomy, facetetomy and formainotomy at l3-4, decompression was carried out. "Following decompression, I then trialed 11x25mm trial, it would be the appropriate size. I packed autograft bone harvested from the same incision, bone morphogenic protein into the interbody space for interbody fusion, packed autograft inside 11x25mm peek cage and malleted it into position. Next, I placed my final rods and my set plugs, compressed over the cage, sheared them off. I decorticated the posterior aspect of the spine, posterior spinal fusion, lateral gutters as well as the right facet joint. I placed gelfoam over the dura. We used autograft bone harvested from the same incision for fusion. Allograft bone and bone morphogenic protein wrapped the mesh graft matrix for fusion." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.